Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The product analysis laboratory evaluated the device. The main ground bus was measured from the door post to the power entry module and found to be out of specification. A visual inspection revealed the door post screw was loose. The screw was tightened and the ground bus resistance measured within ground bond specification. No other problems were observed. The cause for return instrument test / evaluation failure - ground bond was determined to be a loose screw on the door post. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a ground bond failing performance specifications. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.